Event description:
It was reported that an alert was received due to high impedance. Noise was observed on the svc to can. Insulation crush was found via x-ray. Svc was programmed off. Lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received stated that the lead was capped and replaced.